Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device touch screen does not respond when using the device. User pressed and held down home button which displayed the touch screen as locked, but it would not unlock. The user powered off device and removed the battery for 30 minutes, however this did not resolve the observed issue. Additional information received via good faith effort indicated the touch screen response was erratic and would highlight a different selection than what was pressed. The user recalibrated the touch screen and it appeared to be functioning. However, when checked several days later, the touch screen was unresponsive. There was no patient involvement at the time of the event, therefore no patient or user health consequences or impact occurred.

Manufacturer narrative:
New information received indicates there was no patient involvement and additional information regarding the observed touch screen issue. Describe event or problem updated. Device problem code, health impact code and method code updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device touch screen does not respond when using the device. User pressed and held down home button which displayed the touch screen as locked, but it would not unlock. The user powered off device and removed the battery for 30 minutes., however this did not resolve the observed issue. No health consequences or impact to patient or user reported at the time of the event.